Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected unexpected battery depletion and a high right ventricular (rv) lead and left ventricular (lv) lead threshold. The crt-d and rv lead were replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.